Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The lens was returned for evaluation. Solution is dried on the lens. The lens was cut in half, typical of insertion and removal from the eye. Scratch marks are observed on both pieces of the optic. A piece of optic is missing on the edge where it was cut in half. The file indicates the use of a qualified cartridge and unspecified handpiece. A viscoelastic is provided that is approved with a qualified combination. The root cause for the reported events could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure the patient reported blurry vision and difficulty with close up work. The iol was exchanged for clinical reason of lens rotated in a secondary procedure. Additional information was requested and received.